Manufacturer narrative:
Product investigation summary: the helical blade coupling screw (part 357.377) was returned and reported to have broken during surgery. This complaint condition was likely caused by several years of use and possibly poorly angled hammer strikes during surgery; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The helical blade coupling screw is an instrument routinely used in the titanium trochanteric fixation nail system. The device was returned and reported to have broken during surgery. This condition is confirmed as the proximal knurled head of the coupling screw has sheared off from the shaft of the device. It is likely that several years of use and possibly poorly angled hammer strikes during surgery have led to this complaint condition. The balance of the returned device is in fairly worn condition with some significant plier markings at the proximal end of the shaft, which have scraped away the etching of the device lot number. A device history record review cannot be performed without a lot number. The relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: helical blade (part/lot: unknown, quantity: 1) and inserter (part/lot: unknown, quantity: 1).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The reported lot number, 4307297, is not valid for the reported part number. Additional lot number investigation will be performed when/if the subject device is received for evaluation. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the back of a helical blade coupling screw broke off from the shaft during a procedure to treat a femoral fracture on (B)(6) 2016. During the procedure while using a mallet to hit the coupling screw, the back of the coupling screw broke and fell onto the floor. All parts were retrieved and another coupling screw was used to complete the procedure without any further incident or patient harm. There was a 10 minute delay in surgery due to the reported event. This report is 1 of 1 for (B)(4).